Event description:
A user facility reported an intraocular lens (iol) was scratched. Pt impact remains unk. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. The posterior optic surface was scratched; however, this scratch would meet current release criteria. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/06/2010 and 01/27/2010 by mail. A completed questionnaire has not been received. (B) (4). (B) (4).